Event description:
As per customer report, during the procedure the bar broke and was replaced by another. The surgery was successfully concluded without no harm to the pt.

Manufacturer narrative:
Method: complaint history analysis, risk assessment and mfg record review. Results: the rod was not returned but batch info was provided. The mfg file of the batch info was reviewed and no discrepancies were noted. This is the first report of any rods fracturing intra-operatively. As reported in this case the surgeon noticed the breakage and replaced the rod with another. Conclusion: as no product was returned, this event cannot be fully evaluated.